Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a32 5g (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue is reproducible. However, the test team was unable to proceed with the testing due to a google play integrity issue encountered during the process. As a result, the team is unable to reproduce the issue in the test environment. Nevertheless, the issue can be confirmed through log analysis. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that: the cause of the failed pairing was due to the phone with enabled cross-device services feature enabled did not respond to the pump gatt descriptor read-by-type request. The descriptor belongs to the cross-device services feature characteristic. Issue was confirmed to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: basic steps: turn bluetooth off. Wait 30 seconds. Turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings. Apps. Manage apps. Find and tap on bluetooth app. Clear data. Reset network settings: settings. Connection & sharing. Reset wi-fi, mobile networks, and bluetooth. Reset settings. Uninstall app. Restart phone. Turn bluetooth off then on. Reinstall app. The recommendations from the dev: disable cross-device service in the phone. 1. Open the android os settings. Find the google menu item. 2. Choose all services. 3. Choose cross-device services, and pass through the wizard. 4. The use cross-device services option, if enabled, disables them. The helpline informed that the issue was resolved by itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a32 5g (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue is reproducible. However, the test team was unable to proceed with the testing due to a google play integrity issue encountered during the process. As a result, the team is unable to reproduce the issue in the test environment. Nevertheless, the issue can be confirmed through log analysis. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that: the cause of the failed pairing was due to the phone with enabled cross-device services feature enabled did not respond to the pump gatt descriptor read-by-type request. The descriptor belongs to the cross-device services feature characteristic. Issue was confirmed to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings ¿¿ apps ¿¿ manage apps ¿¿ find and tap on bluetooth app ¿¿ clear data reset network settings: settings ¿¿ connection & sharing ¿¿ reset wi-fi, mobile networks, and bluetooth ¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app the recommendations from the dev: disable cross-device service in the phone 1. Open the android os settings. Find the google? Menu item 2. Choose all services? 3. Choose cross-device services?, and pass through the wizard. 4. The use cross-device services? Option, if enabled, disables them. The helpline informed that the issue was resolved by itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.